Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: oral contraceptive nos from 2002 to 2003 and depo provera from 1994 to 1998. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (on sep-2017 underwent ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010. Have you had your essure (or any part of the device) removed? No (discrepancy) she did not claim that essure worsened a previously existing injury/condition. Current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.93 kgs. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received-events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dysmenorrhea (cramping), weight gain, lower abdominal pain, lower back pain, she did not undergo essure confirmation test", historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil can the right can be seen within the myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 686781-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysplasia, anemia and arthritis. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003 and depo provera from 1994 to 1998. Concurrent conditions included obesity and vaginal bleeding. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil can the right can be seen within the myometrium"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2017 underwent ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, pelvic pain, device expulsion, vaginal haemorrhage, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010. Have you had your essure (or any part of the device) removed? No (discrepancy) she did not claim that essure worsened a previously existing injury/condition. Current weight 315lbs. The essure device was then advanced into the os on the right. The sheath was retracted and the device was placed. Three coils were noted proximal to the os. This procedure was repeated on the left side and two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : embedded device, partial expulsion of device. The lot number reported (686781) is not valid. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid) product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil can the right can be seen within the myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, dysplasia, anemia and arthritis. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003 and depo provera from 1994 to 1998. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil can the right can be seen within the myometrium"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2017 underwent ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, device expulsion, pelvic pain, vaginal haemorrhage, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010 and (B)(6) 2010 have you had your essure (or any part of the device) removed? No (discrepancy) she did not claim that essure worsened a previously existing injury/condition. Current weight 315lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.93 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : embedded device, partial expulsion of device. Most recent follow-up information incorporated above includes: on 20-sep-2019: mr received- reporter information and medical history and event "essure coil can the right can be seen within the myometrium" added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil can the right can be seen within the myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 686781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysplasia, anemia and arthritis. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003 and depo provera from 1994 to 1998. Concurrent conditions included obesity and vaginal bleeding. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil can the right can be seen within the myometrium"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6)2017 underwent ablation and to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, menorrhagia, pelvic pain, device expulsion, vaginal haemorrhage, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2010 and (B)(6)2010 have you had your essure (or any part of the device) removed? No (discrepancy) she did not claim that essure worsened a previously existing injury/condition. Current weight 315lbs. The essure device was then advanced into the os on the right. The sheath was retracted and the device was placed. Three coils were noted proximal to the os. This procedure was repeated on the left side and two coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : embedded device, partial expulsion of device. Most recent follow-up information incorporated above includes: on 1-oct-2019: mr received. Lot number, concomitant condition and new reporter were added. On 2-oct-2019: pfs received. Plaintiff¿s height was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.